Manufacturer narrative:
Based on the claim against the product by the customer noting mtm sluggish, an investigation is in progress to determine the cause of this reported event. The fse replaced the mtm. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. The mtm has been received for failure analysis testing, but the evaluation has not yet been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to an mtm control issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the left master tool manipulator (mtm) gimbal was sluggish. Sometimes it was not possible to steer the instrument. A user induced error could be ruled out. Prior to calling technical support, the site swapped to a second surgeon side console (ssc) to continue the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site on 29-nov-2022 and obtained the following additional information: the system function was inspected after powering up the system. The system initially powered up without errors. The surgeon was able to resolve the problem with a ssc change. The operation started with a dual console configuration and completed with a single console.

Manufacturer narrative:
Isi received the master tool manipulator (mtm) involved with this complaint to perform failure analysis. The mtm was analyzed and found to have no issues. However, the error was confirmed as having occurred via field error logs. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via dte and matlab passed.

Event description:
Refer to h10/h11 for follow-up information.